Event description:
Customer complaint of the internal batteries not holding charge. There was no pt harm reported. In the repair evaluation, the tech discovered a faulty alarm and also discharged batteries.